Event description:
It was reported that a patient experienced bacterial meningitis. The patient was due for a pump refill and the hcp was not certain if that should be done; the hcp was referred to a pain consultant. The patient's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider confirmed that the patient was admitted to a local hospital in (B)(6) 2011 due to a fever and was put on an tibiotics. The patient was due for a refill the first week of (B)(6) 2011. The case manager at the hospital thought the patient might have meningitis. It was unknown what happened to the patient. The patient has not called or been seen by their physician. The drugs being administered via the pump were sufentanil and clonidine.